Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon was using philos guide block on a plate to try and engage threaded drill guide for drill bit onto three of the proximal plate holes during an open reduction internal fixation procedure. The threaded drill guide would not engage through the guide block. The guide block was removed and threaded drill guide was able to be engaged into the philos plate holes and drilled with the drill bit. On insertion of the locking screws in these three holes the thread in the head of the screws would not engage into the plate hole despite standard insertion as per surgical technique. The screws were freely spinning but not engaging the plate at all. There was a slight delay in the procedure; the exact length is unknown, but it was likely less than five minutes. This report is for an unknown philos plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown philos plate/unknown lot. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was initially reported as an unknown plate, but after the incident was reviewed, it is being changed to an unknown threaded drill guide. This report is for an unknown threaded drill guide. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown threaded drill guide.